Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A microscopic visual inspection of the device header found a hole in the seal plug. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing, and inappropriate therapy at implant immediately after pocket closure. The noise could not be reproduced with pocket manipulation and there were no findings via fluoroscopy. The pocket was reopened and a tug test was performed without any issues. The device was taken out of the pocket and the noise was unable to be reproduced, but once placed back in the pocket with the lead wrapped behind it, noise returned. The rv lead was pulled out and tested on a pacing system analyzer (psa) and everything was stable, and once hooked back up to the ICD, noise was observed. The rv lead was explanted and replaced, and the new rv lead also exhibited noise once hooked up to the ICD. The ICD was replaced and the noise was no longer observed with the new device and rv lead. The initially implanted ICD and rv lead were returned for analysis. No additional adverse patient effects were reported.